Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not available for evaluation. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿ which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting and assistance for an unrelated alarm during therapy on a homechoice (hc) machine, it was found that the home patient (hp) had not started over with all new supplies after clearing the alarm. The technical service representative (tsr) advised the hp that they would need to start over with new supplies. During follow up, the hp stated that therapy has been going well since this event. No patient injury or medical intervention was indicated as a result of this event. Additional information was requested but is not available.